Manufacturer narrative:
As determined by later inspection during the case, after removal from the patient, the distal non-braided tip portion had split along a diametrical line, roughly dividing the circumference in half, and half of the tip had been deflected to the side. The patient did not experience adverse clinical sequelae due to the missing fragment of radiopaque tip or the dissection of the coronary sinus.

Event description:
Bluesheath device lot h07-0120, a device which was expired at the time of use (expired on 11/01/07) was used for a crt-d upgrade. The blusheath was inserted into the subclavian without using an introducer. The physician noticed some resistance getting through the subclavian, and once in the atrium a fluoroscope image revealed a flap hanging off the distal tip of the device. Despite this observed defect, the physician chose to proceed and cannulated the coronary sinus. He felt resistance advancing the bluesheath into the coronary sinus, and after some attempts to push through, he removed the bluesheath. Upon removal of the bluesheath, the physician noted that the tip portion which was previously deflected to the side was now missing (1/16" by 180 degrees of 8f catheter). Fluoroscopy showed a piece of radiopaque material lodged in the subclavian vein near the access site. The physician decided not to attempt a retrieval. The procedure continued using a medtronic attain sheath. A venogram performed with a balloon catheter thereafter showed that the coronary sinus had been dissected. The physician therefore abandoned lv lead placement. His official case report stated that there was no expected harm to the patient. He expects the coronary sinus to heal sufficiently quickly to schedule another attempt at lv lead placement in 2-3 months.